Manufacturer narrative:
The suspect device involved in the incident was not returned to merit nor was the lot number identified. Therefore, merit was unable to conduct an investigation of the reported device failure. Whereas no product was returned for evaluation, the failure could not be confirmed and no conclusion can be drawn. Merit's complaint database was reviewed for complaints related to this catalog number. There have been no complaints associated with failures of this type for this syringe catalog number. Conclusions: no conclusion can be drawn. Device discarded - unable to follow-up.

Event description:
During a coronary angiogram performed in the cardiac cath lab, the clinician observed that the syringe was pulling air as evidenced by air bubbles visualized during injection. There was no report of pt injury related to this event.